Manufacturer narrative:
Wrong diopter due to refractive error. No iol problem reported.

Event description:
The lens was explanted due to a refractive error. A replacement lens was placed in the sulcus. Reporter stated there was nothing wrong with the iol.